Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the event is a duplicate of (B)(4). Therefore, this complaint no longer meets reportability requirements. (B)(4) MDR MFR 2518422-2024-59113.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that device has navigation ring issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing